Manufacturer narrative:
Product analysis: the device was detached immediately proximal to the exchange joint. The detachment site was stretched and jagged. The transition shaft was stretched and kinked. The 4th and 5th proximal stent segments had raised and overlapping struts. The distal shoulder on the balloon was bunched and deformed. There was hardened residue in the tip of device. (B)(4).

Event description:
The device was returned to the manufacturing facility. Through analysis of the returned device, there was a detachment observed at the exchange joint. The tip was damaged. The transition shaft was stretched. 'Not used' was written on the outside of the shelf carton, however from review of the returned device it appears to have been used.